Event description:
It was reported that during a laparoscopic cholecystectomy the support arm broke off from device and fell into the patient. The surgeon was able to retrieve the place and remove it from the patient's abdomen. The surgeon has been in-serviced and did not pull on the string prior to pulling the plunger. The product was discarded. No patient consequences reported.